Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported aviva system blood glucose result of 130 mg/dl, professional system result of 71 mg/dl within 10 minutes. Customer was feeling symptoms of hypoglycemia at the time. Caller reported a separate comparison today, while feeling symptoms of hypoglycemia, of 148 mg/dl on aviva system 1, 74 mg/dl on aviva system 2 within 10 minutes. No treatment was reported for either incident. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.